Event description:
It was reported the pt was admitted to the hospital on (B)(6) 2010 with vomiting, and was then admitted to the intensive care unit. It was stated the pt had a fever, and had surgery. The type of surgery and reason were not known by the reporter at the time of the report. It was stated the pt had their pump "checked out a month ago and everything was thought to be fine." The medication being delivered via the device system was not reported. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).